Event description:
While surgeon was using the shaver tip, particles of metal were coming off in the knee. They were suctioned our the irrigation. Diagnosis or reason for use: arthroscopic shave of knee.